Event description:
It was reported that an intraocular lens (iol) when advancing was cracking. There was no patient contact. No other information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was not inserted section d6b: if explanted, give date: not applicable, as lens was not inserted, hence not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jul. 18, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: product evaluation was performed under magnification. The complaint device presented with a lens stuck in the cartridge tip and the plunger rod was overriding the lens. The tip was observed to be bulging around the lens. Viscoelastic was identified inside the lens module indicating an excessive amount was used and could have contributed to the complaint event. The device assembly was inspected and presented with no issues. The lens was removed and presented with damage and a detached haptic. The complaint issue of dc-lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.